Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08725. It was reported that the patient presented in clinic for follow-up. Upon interrogation it was noted that the patient was in atrial fibrillation and the ventricular lead was not capturing. The patient was short of breath more than normal. Upon chest x ray on (B)(6) 2020, both atrial and ventricular leads were noted to be dislodged. The leads were successfully repositioned on (B)(6) 2020. The patient was stable.